Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a missing tube label on 3 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 04-apr-2025. Investigation summary: bd received one photo and three samples for investigation. The analysis of the photo and returned samples confirmed that labels were missing on three tubes. Additionally, an inspection of 100 retained samples showed no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing tube label. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported before using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was a missing tube label on 3 devices. There were no health consequences or impacts reported.